Manufacturer narrative:
Implant date: (B)(6) 2019. (B)(4).

Event description:
It was reported that the patient's left intracranial lead site was infected. The patient's lead was explanted. No further information could be obtained.